Manufacturer narrative:
(B)(4).: batch # u5dp6u. Device analysis: visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with 6r45b cartridge loaded in the device. The reload was received partially fired 1/3 and with the lockout spring normal. During the mechanical testing it was noted that the firing mechanism on the devices was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as on what caused the firing mechanism to fail as no cartridge was returned for analysis. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. Firing through the lockout mechanism will break the instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic appendectomy the device was difficult to close. When the handle was squeezed they heard a 'crunching' noised. The device would not cut and laid one staple. A new device was used to complete the case with no patient consequences.